Event description:
It was reported that the patient experienced pain and positional discomfort due to ipg migration. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted in the patients body. The patient was doing well postoperatively.